Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies (other than damage consistent with explant). Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported. Product return was requested.